Event description:
It was reported that the 6800 system made a clicking sound and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer upgrade kit was installed and the wiring repaired during the service call. The system was tested and found to be working as intended and put back into service.